Event description:
In mid-august, the patient reported that he missed his refill visit and he was experiencing unspecified withdrawal symptoms. The patient was at home. His status was reported to be "fair". The patient was encouraged to contact his health care professional (hcp). Approximately 3.5 weeks later, the hcp reported that the patient stated that he was struck by lightening. The patient felt like the pump was not working; he was having withdrawal symptoms. His symptoms included a headache, nausea, vomiting, and increased pain. At about three weeks later, an indium dye study was done and the pump was found to be non-functioning. The patient was scheduled for a pump replacement. The hcp reported the patient outcome as "no injury". The pump was used to deliver morphine.